Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted. (B)(4).

Event description:
It was reported that the device has missing segments. No consequences or impact to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During evaluation the unit was able to power on, however, the lower led (d5) did not pass voltage testing which caused the segments to not fully illuminate. A service history record review reveals that this unit was in the field for over seven (7) years with no previous reported issues related to this reported event. Serial number - from (B)(4).